Event description:
It was reported that while using bd vacutainer® no additive (z) plus tubes, the plastic cover detached from the tube. This event occurred 4 times and no patient impact. The following information was provided by the initial reporter: "the tubes are loaded on an 8100 pre-analytic analyzer and routed to our chemistry lines. The tubes have their caps removed by a twisting motion on the instrument. We send hundreds to thousands of tubes through this instrument weekly. We have never experienced this issue before." The stopper completely detaches from the tube. 4 tubes affected so far. Mon (B)(6) 2023 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 06-sep-2023. H.6. Investigation summary: bd received 29 samples for investigation and 1 photograph from the customer in support of this complaint. 29 returned samples and 10 retained samples were sent to franklin lakes for r&d testing. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided, however, r&d returned and retained samples test results were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® no additive (z) plus tubes, the plastic cover detached from the tube. This event occurred 4 times and no patient impact. The following information was provided by the initial reporter: "the tubes are loaded on an 8100 pre-analytic analyzer and routed to our chemistry lines. The tubes have their caps removed by a twisting motion on the instrument. We send hundreds to thousands of tubes through this instrument weekly. We have never experienced this issue before." The stopper completely detaches from the tube. 4 tubes affected so far. Mon (B)(6) 06:19:45 utc 2023 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.